Event description:
Reportedly the user's implant moved significantly since initial implantation surgery and now it is sitting above the user's ear. At the first post-op visit on (B)(6) 2022, the surgeon noted a more vertical orientation to the device, but no issues with healing. The user reported that the device had been gradually migrating anteriorly. On the physical exam most recently, the device was significantly more anterior than it had been in prior visits. The user was asymptomatic from the migration. She had no pain with wearing the device. She continued to wear it daily with good data logging. She continues to get benefit from the device. A revision surgery was performed on (B)(6) 2023. The surgeon was able to reposition this device into a new pocket inferiorly with a new seat and channel additionally fixed with a stitch across the package from the bone to periosteum, a cortical overhang and tissue. During repositioning the lead was slightly pulled from the cochlea which was confirmed with an intra op x-ray and art. The surgeon dissected a bit of scar and adhesions and was able to push the lead back into the cochlea for a full insertion, which was again confirmed with x-ray as well as art.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position. A re-positioning surgery was performed successfully. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's implant has moved significantly since initial implantation surgery and now it is sitting above the user's ear. A revision surgery is being considered.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position. A repositioning surgery is planned, but no date has been scheduled yet.

Event description:
Reportedly the user's implant moved significantly since initial implantation surgery and now it is sitting above the user's ear. At the first post-op visit on (B)(6) 2022, the surgeon noted a more vertical orientation to the device, but no issues with healing. The user reported that the device had been gradually migrating anteriorly. On the physical exam most recently, the device was significantly more anterior than it had been in prior visits. The user was asymptomatic from the migration. She had no pain with wearing the device. She continued to wear it daily with good data logging. She continues to get benefit from the device. A revision surgery is planned, but no date has been scheduled yet.